Event description:
The user facility reported that during a patient procedure their 4095 surgical table lost power. The table was previously placed in the desired position prior to losing power and the patient procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician inspected the table and found the master control table assembly had come off the mounting brackets subsequently causing the master control table assembly to sustain damage when the tabletop lowered in height. The table's column shrouds may have been impacted by other equipment subsequently causing the mounting brackets to become misaligned. When the table height was adjusted, the column shrouds contacted the mounting brackets causing the master control table assembly to sustain damage and the table to lose power. The operator manual states (section 1), "do not store items on table base. Doing so may result in equipment damage or inadvertent tabletop movement placing the patient and/or user at risk of injury." The steris service technician repaired the 4095 surgical table and confirmed it to be operating properly. The technician discussed his inspection results with user facility personnel and returned the table to service. No additional issues have been reported.